Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad) and obtuse marginal artery. A 2.50 x 48 synergy drug-eluting stent (des) was advanced in mid-distal lad. However, during the procedure, it failed to cross the lesion and the shaft was broken inside patient. The device was removed and tried to cross again with a 2.25 x 20 synergy des and a 2.25 x 12 synergy des, but also failed to cross the lesion and the shaft of the two devices were also broken inside the patient. Both devices were removed, and percutaneous old balloon angioplasty was performed with a 1.50 x 09mm maverick balloon catheter to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 12mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis revealed no sign of damage, stretching or lifting of the stent struts. A visual and tactile examination of the hypotube shaft identified a break at 17.5cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis of stent positioning revealed no signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.